Event description:
A malfunction alarm occurred after the customer dropped the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact technical support if any issues reappeared.